Event description:
Device 3 of 3. See manufacturer report numbers 1627487-2010-00090 and 1627487-2010-00154. The patient received his scs system including an ipg and percutaneous lead on (B) (6) 2008. It was reported that the patient experienced cramping sensations in his back near the site of lead placement. Additional system programs were attempted in order to alleviate the reported symptoms with no success. The physician replaced the percutaneous lead with a paddle lead, but the patient continued to report experiencing the same cramping sensations. The patient requested to have his system explanted. Follow up on the patient found that the patient has decided not to be reimplanted with another system.

Manufacturer narrative:
Device 3 of 3. Device history and sterilization records were reviewed. Results: device evaluation is still underway. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.